Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient was born by the weight of (B)(6) by caesarean, and stayed at a newborn intensive care unit until the weight became (B)(6). The patient had congenital scoliosis. On (B)(6) 2010, the surgeon set the hybrid, vertical expandable prosthetic titanium rib (veptr), for the fifth rib through the second lumber vertebra, and the cradle (veptr) for the sixth rib through the eleventh rib. Two days after the surgery on (B)(6) 2013, the patient was diagnosed with a hemothorax. The blood was stored at the pleura epidural space, and the blood transfusion was needed. Since then, the patient was in remission. This report is on an unknown (veptr) implant. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). This report is on an unknown veptr implant, part and lot numbers are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.